Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, the patient was showing up on different location. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was showing up on different location. A technical support specialist restarted the data sync and external messaging service for the station. The customer mentioned that new patients were assigned correctly, and old patient location was changed. The customer troubleshot the station to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.